Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event date, approximately 5 months post-implantation; explant date, approximately 5 months post-implantation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 3 of 13 MDR's filed for the same patient (reference 1825034-2016-03636, 03671 / 03679, 03681 / 03683). This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Patient underwent a closed reduction procedure approximately five months post-implantation due to dislocation. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 15 mdrs filed for the same patient (reference 1825034-2016-03636, 03671 / 03679, 03682 / 03683 & 04233 / 04235).

Event description:
Patient underwent a closed reduction procedure approximately five months post-implantation due to dislocation. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. It was reported in medical records received that two closed reduction attempts failed approximately five months post-implantation. It was further reported that on the same day, patient underwent another closed reduction procedure due to dislocation. During the additional procedure, the hip was successfully reduced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was not explanted for this event. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. The complaint was not confirmed or device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.